Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint. (B)(4). Concomitant medical products: transcend guide wire (size 14) and solitaire ( 6 x 30), guiding catheter (unknown). The revive se is not distributed in the united states; however, it is similar to the revive pv that is distributed in the united states. (B)(4). PMA/510k #: exempt export only. The revive se will not be returned, in addition no quality issue was alleged, therefore no further investigation is currently required as root cause analysis cannot be performed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Device ineffectiveness is a known potential adverse event associated with the use of the revive se device and is listed in the IFU as continued total occlusion of affected arterial segment. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that thrombus characteristics, specifically the length of time since formation and composition, and anatomical target anatomy may have contributed to the reported event. No further action is required at this time.

Event description:
As reported by a health care professional, re-act study (B)(6) underwent thrombectomy procedure on (B)(6) 2015. Pre-procedure imaging revealed a thrombus located at the left middle cerebral artery. The diameter of the artery distal and proximal to the thrombus was 2mm. Combined protocol of IV rtpa and thrombectomy procedure was performed. Pre-procedure mrs score and nih stroke scale was 0. Patient was given rt-pa pre-angio. During the procedure it was reported that the revive se device (frs21452299/t10049) was inefficacious as the thrombus could not be retrieved even after two passes. The revive basket was pulled up to intermediate catheter and not pulled inside; both were removed together through the primary guide catheter. The failure to retrieve the thrombus was reported to be unrelated to the procedure, medication or the underlying disease and reported to be related to the device. Patient also had onset of palpebral hemorrhage and periorbital hematoma on (B)(6) 2015 which was reported to be of mild severity and not serious. The event was unrelated to the device, possibly related to the procedure, unrelated to the medication and unrelated to the underlying disease; resolved without sequelae on (B)(6) 2015. At the 24-hour follow-up there were no intracerebral hemorrhage observed and the nihss score was 1. Patient was discharged on (B)(6) 2015 with mrs score of 3 and nihss score of 6. Patient completed the study on (B)(6) 2015, at which time the mrs score was 3.